Event description:
The customer called to report an alarm during bolus. Troubleshooting was performed. The pump passed the prime test. It was stated that the customer has not been able to test their bgs for the last three days because they ran out of the test strips. A day later, a doctor called to report that the customer was hospitalized for dka. The doctor requested the pump to be tested. It was informed that the doctor found the infusion set has been on the pump for four days. The doctor ran another test without the reservoir and the pump tested okay. The customer indicated that they inserted a new set and the pump primed fine. A replacement pump was requested.